Manufacturer narrative:
As reported in the literature article, hwang, j. H., park, s. W., yang, w. Y., kwon, y. W., min, j., jang, h., & kim, j. S. (2020). Safety and efficacy of mynx vascular closure device for the closure of common femoral artery access after ipsilateral stent placement. The journal of vascular access, 1129729820966946. Advance online publication. Https://doi.org/10.1177/1129729820966946, one case of failure was noted among antegrade access closure due to the balloon of a mynx vascular closure device being trapped in the stent located in the proximal sfa, and the balloon was ruptured. The stent was restored to its original shape and manual compression was applied for 7 min and hemostasis was successfully achieved. There was no reported patient injury. The mynx balloon was inflated within a 6-mm diameter, self-expanding bare metal stent in the proximal superficial femoral artery, and in the process of pulling the mynx device, stent shape was deformed because the balloon was trapped in the narrowest part of the stent. A single anterior wall puncture in the mid-cfa was achieved using 21-gauge non cordis micropuncture needle under ultrasound (us) guidance. Anticoagulation following the insertion of a 5-7f non cordis arterial sheath was accomplished in all patients with 3000 units of intravenous unfractionated heparin. The device will be returned for evaluation. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿balloon retraction jam -inside the vessel¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as the sealant becoming exposed to moisture prematurely, may have contributed to the reported event. When the sealant becomes exposed to moisture prematurely, this would cause the sealant to swell up which increases its profile. During the unsheathing step after shuttle advancement, the sealant could be dragged and wedged between the inner shuttle tube and the outer advancer tube, which may have prevented the procedural sheath from being retracted during the procedure. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it instructs the user to open the procedural sheath¿s stopcock prior to shuttling down. Failure to open the procedural sheath stopcock during shuttling down step can result in a premature swelling of the sealant since the blood trapped in the device has nowhere else to go if the user is providing temporary hemostasis with the balloon. As no lot number, catalogue code or other product information was supplied a phr could not be completed. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
This complaint was identified during a recent clinical evaluation review/literature search of this device. The report also represents notification of 53 events for balloon loss of pressure and balloon retraction jam. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The devices are cypher stents but the catalog and lot numbers are not available. A copy of the publication is attached to this report. The citation is as follows: hwang, j. H., park, s. W., yang, w. Y., kwon, y. W., min, j., jang, h., & kim, j. S. (2020). Safety and efficacy of mynx vascular closure device for the closure of common femoral artery access after ipsilateral stent placement. The journal of vascular access, 1129729820966946. Advance online publication. Https://doi.org/10.1177/1129729820966946. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported in the literature article, hwang, j. H., park, s. W., yang, w. Y., kwon, y. W., min, j., jang, h., & kim, j. S. (2020). Safety and efficacy of mynx vascular closure device for the closure of common femoral artery access after ipsilateral stent placement. The journal of vascular access, 1129729820966946. Advance online publication. Https://doi.org/10.1177/1129729820966946, one case of failure was noted among antegrade access closure due to the balloon of a mynx vascular closure device being trapped in the stent located in the proximal sfa, and the balloon was ruptured. The stent was restored to its original shape and manual compression was applied for 7 min and hemostasis was successfully achieved. There was no reported patient injury. The mynx balloon was inflated within a 6-mm diameter, self-expanding bare metal stent in the proximal superficial femoral artery, and in the process of pulling the mynx device, stent shape was deformed because the balloon was trapped in the narrowest part of the stent. A single anterior wall puncture in the mid-cfa was achieved using 21-gauge non cordis micropuncture needle under ultrasound (us) guidance. Anticoagulation following the insertion of a 5-7f non cordis arterial sheath was accomplished in all patients with 3000 units of intravenous unfractionated heparin. The device will be returned for evaluation.

Manufacturer narrative:
Please note that this report involves 1 device for balloon retraction jam. Please note update to h6 codes. Additional information is pending and will be submitted within 30 days upon receipt.